Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, staff were cleaning the plasmablade device and the wire tip broke. Nothing detached from the device and there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.